Event description:
The hypotube separated during the procedure which resulted in the occlusion balloon deflating during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and the hypotube separated by the "touhy" which resulted in the occlusion balloon deflating. The physician was unable to aspirate the vessel and the case was completed. The pt is reported to be fine.